Manufacturer narrative:
D10: 350-01-03e - talus - left - sz 3 - (B)(6); 350-31-04 - tibial plate mb sz 4 lt: (B)(6); 350-41-43 - tibial insert mb sz 3 lt 10mm: (B)(6); 351-90-20 - tubercle pin pouch: (B)(6); 351-90-21 - 3.5 pin pouch: (B)(6); 351-90-24 - talar trial screw pouch: (B)(6); 351-90-25 - threaded pin pouch 2pk: (B)(6); 351-90-25 - threaded pin pouch 2pk: (B)(6); a10012 - gps implant kit v2: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 2 months and 4 days post the initial left total ankle arthroplasty, the patient presented with infection and underwent a revision surgery. The surgeon extracted the poly liner, then did a washout and debridement, then replaced the poly liner with a new liner. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.